Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot number 100103505 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a (B)(6) female patient. She was injected subcutaneously into low-face, supraperiostaly into mid-face and into zygomatic arch with a total of 1.5 ml of radiesse, for correction of the signs of facial fat loss (mid-face), on (B)(6) 2018. She was injected with 0.75 ml of radiesse into the right side per 5 injection points. Batch number was reported as 100103505 (expiry date 08/2019). Needle used for injection was 28 g. In the past, the patient received radiesse four times (every 12 months) and xeomin (every 6 months). She was a non-smoker and had no further allergies. The patient's medical history and concomitant medication were reported as none. On (B)(6) 2018, after the treatment with radiesse, the patient developed hyperemia, edema, pain and necrosis of tissue in middle part of the cheek. Corrective treatment included nsaid (nimesulide) on (B)(6) 2018, systemic antibiotics on (B)(6) 2018, trental, viagra and fraxiparin. On (B)(6) 2018, the patient consulted a surgeon, reportedly "dynamic was positive". On (B)(6) 2018, "dynamic was positive". Systemic antibiotic was prescribed for treatment. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was of severe intensity, not life-threatening or permanent and related to radiesse. Follow-up information was received on 12-jul-2018: the case was upgraded to serious. The event "infraorbital vein thrombosis" was added. According to glogau classification, the patient was in group ii. She had no disposition to lymph drainage problems. In the past, the patient received radiesse three times (every 12 months) and xeomin (every 6 months). On (B)(6) 2018, the patient also experienced an infraorbital vein thrombosis, as reported. The patient was not hospitalized. Surgical procedure was not done, only consultation and further examination was planned. The reporter informed that the patient experienced a serious deterioration in health state not in general, only on the face and that no treatment was necessary to prevent life-threatening illness or injury or permanent damage. Previously reported "dynamic was positive" was clarified as that the treatment started giving positive results. At the time of the follow up, the patient underwent hyperbaric oxygenation treatment and the results were positive. Due to the provided information, the outcome of the events was left as resolving. In the opinion of reporter, the events were permanent. Ambiguously was reported that the events were not related to radiesse, but to the incorporated local anesthetic in the product. Therefore, the reporter's causality was left unchanged.

Event description:
Follow-up information was received on 13-aug-2018: as reported, the patient was not planning a surgical procedure, since it was not necessary in her case. Further corrective treatment included plasmatheraphy (prp). The reporter informed that the events resolved, but the patient was going to need some treatment in the future. Due to the provided information, the outcome of the events was considered and therefore changed from resolving to resolved with sequelae. The physician confirmed that the events were related to radiesse and not related to the incorporated local anesthetic in the product.